Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level exceeded expected limits, with levels reading "high." To address the high blood glucose, customer engaged in walking and drinking water. Reportedly, the customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.